Manufacturer narrative:
The original initial report was filed as asr reporting e2002003 on 2017-04-30 and at the time of filing follow-up reports, asr was discontinued. The initial is being resubmitted through emdr device evaluation summary: a service engineer (se) inspected the device and replaced the oxygen sensor. The ventilator passed all required tests, operated within medtronic specifications and was returned to the customer. The oxygen (o2) sensor was returned to medtronic for further evaluation. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to the o2 sensor had exceeded the service life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of maintenance on the pb740 ventilator, the oxygen (o2) sensor replace alarm was generated. There was no patient involvement.

Manufacturer narrative:
Product analysis: an oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to the o2 sensor had exceeded the service life the initial report was submitted under asr e2002003 on 2017-04-30. If information is provided in the future, a supplemental report will be issued.